Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left main coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, after the device was inflated 2 to 3 times, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left main coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, after the device was inflated 2 to 3 times, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the balloon was inflated 1 or 2 times and the balloon ruptured at nominal pressure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. Visual inspection revealed that there was a shaft and hypotube kink in the same location just proximal from the rapid port exchange (rpe). There was blood and contrast in the inflation lumen and the loosely folded balloon. Microscopic inspection revealed that there was blood in the guidewire lumen. There was a pinhole to the shaft located proximal to the rpe at the same location as the kink damage. Functional test was performed. The device was prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure (20atm). The device failed to inflate to rated burst pressure. There was a leak identified, during inflation, to the shaft of the device near the rpe.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left main coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, after the device was inflated 2 to 3 times, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the balloon was inflated 1 or 2 times and the balloon ruptured at nominal pressure.